Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable cardioverter defibrillator implanted: 2009 (B)(6); product ID: 694765 implantable defibrillation lead implanted: 2003 (B)(6). (B)(4).

Event description:
It was reported that patient felt that the device was "firing" causing the patient to "grab their chest and scream". The patient received inappropriate shocks. The patient was seen in the emergency room two different times and the device was checked. The device was at elective replacement indicator. The device was explanted and replaced. The right ventricular lead had variable impedances, noise and a possible fracture. The right ventricular lead was capped and replaced. The patient was also getting pocket stimulation from the left ventricular lead. The left ventricular lead is still in use. No further patient complications have been reported as a result of this event.